Manufacturer narrative:
Concomitant medical products: neuron max 6f guide catheter, neuron guidewire, codman xtrasoft coil (640cx2525/c11530), stryker helical nano coil x 2. (B)(4). The device was not available to be returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a health care professional, (B)(6) was enrolled in (B)(6) study on (B)(6) 2016, and stent migration was diagnosed with stent migration without symptoms on (B)(6) 2016. When the stent migration was discovered, the patient was asymptomatic. The coil mass position was maintained within the aneurysm sac, and the aneurysm was 100% occluded. There was no stenosis or thrombosis, and although there was complete stent coverage across the aneurysm neck, migration had occurred. The patient had initially presented with an asymptomatic posterior circulation, unruptured, saccular aneurysm location in the mid one-third of the basilar artery. The basilar tip aneurysm was saccular, unruptured and of posterior circulation. Size of parent vessel proximal to aneurysm 2.9mm; distal 3.3; dome to neck ratio of 1.6. Index procedure was conducted on (B)(6) 2016 and patient was implanted with enterprise 2 stent (enc401600/10546412). There were no reports of reduction in flow, concerns with parent vessel patency, stenosis or thrombosis as well as no reports of intra-procedural or post-procedural complications. No stent movement, issues with visibility thrombosis or stenosis noted during index procedure. Coil mass was maintained within the sac with 90 to 99% occlusion and parent artery patency and complete stent coverage across the aneurysm neck. It was reported that the stent was well apposed to the vessel wall. No adverse events or device malfunction reported during intra-op or post-op period. The patient was discharged with no symptoms to home on (B)(6) 2016. It was reported that the patient remained asymptomatic on (B)(6) 2017 at study completion.

Manufacturer narrative:
Additional information was received from the investigator on 2/28/2017: at the time of the 6 month follow-up visit angiogram, the stent had moved 4-5 mm caudal, the parent vessel proximal diameter was 2.5 mm; parent vessel distal diameter was 2.4 mm. Conclusion: as reported by a health care professional, subject (B)(6) was enrolled in (B)(6) study on (B)(6) 2016, and stent migration was diagnosed with stent migration without symptoms on (B)(6) 2016. When the stent migration was discovered, the patient was asymptomatic. At the time of the 6 month follow-up visit angiogram, the stent had moved 4-5 mm caudal, the parent vessel proximal diameter was 2.5 mm, parent vessel distal diameter was 2.4 mm. The coil mass position was maintained within the aneurysm sac, and the aneurysm was 100% occluded. There was no stenosis or thrombosis, and although there was complete stent coverage across the aneurysm neck, migration had occurred. The patient had initially presented with an asymptomatic posterior circulation, unruptured, saccular aneurysm location in the mid one-third of the basilar artery. The basilar tip aneurysm was saccular, unruptured and of posterior circulation. Size of parent vessel proximal to aneurysm 2.9 mm; distal 3.3; dome to neck ratio of 1.6. Index procedure was conducted on (B)(6) 2016 and patient was implanted with enterprise 2 stent (enc401600/10546412). There were no reports of reduction in flow, concerns with parent vessel patency, stenosis or thrombosis as well as no reports of intra-procedural or post-procedural complications. No stent movement, issues with visibility thrombosis or stenosis noted during index procedure. Coil mass was maintained within the sac with 90 to 99% occlusion and parent artery patency and complete stent coverage across the aneurysm neck. It was reported that the stent was well apposed to the vessel wall. No adverse events or device malfunction reported during intra-op or post-op period. The patient was discharged with no symptoms to home on (B)(6) 2016. It was reported that the patient remained asymptomatic on (B)(6) 2017 at study completion. The device was not returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Coil migration is a known potential adverse event associated with the enterprise 2 and is listed in the instructions for use (IFU). The root cause of the migration cannot be determined; however, the difference in diameter between the distal and proximal vessel may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken now.